Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient was unable to have the pain pump battery charged due to interference with their device. The device remains in use. No patient complications have been reported as a result of this event.